Event description:
It was reported the patient's device reached eri (elective replacement indicators) prematurely. The patient opted not to have his device replaced at this time. The device was subsequently explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient's device has reached eri prematurely. The patient has opted not to have his device replaced at this time despite his physician's recommendation. No patient complications were reported as a result of this event.